Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 1627487-2022-04462. It was reported the patient experienced a loss of pain relief from the drg system to the groin area. Diagnostics confirmed contact 4 and 1 high (less than 7000 ohms) and contacts 2 and 4 low. As a result, surgical intervention was undertaken wherein one of two leads was explanted and replaced to address the issue. It is unknown which lead was involved that was explanted both leads are being reported.